Event description:
It was reported by service report that the customer alleged that the jack was drifting; however, the stryker technician could not duplicate the issue and all operations performed to specifications. No patient involvement or adverse consequences are reported.